Event description:
Same case as 1527460-2010-00179. The complainant reported an under-delivery. The intended delivery amount was 800 ml to be delivered over 12.5 hours; however, the actual amount delivered was 600 ml.

Manufacturer narrative:
Mfg event ID: (B)(4). The device reported, list number (B)(4) is an abbott product that is marketed internationally which is the same or similar to a device, list number (B)(4), that is marketed domestically. Abbott nutrition standard procedure includes attempting to obtain all required info from the source.